Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. During laser lead extraction, the patient's pressures reportedly dropped. An effusion was confirmed via transesophageal echocardiogram (tee) and a bridge balloon was placed. A pericardiocentesis was performed; however, a sternotomy was ultimately required to stop the bleeding. Extraction of the system then resumed. The patient received blood and platelets and their pressures recovered. The patient was closed with a wound vac (vacuum assisted closure) in place. The patient was paced externally for approximately two weeks until a new system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A pericardial effusion, which occurred during removal of the right ventricular lead and caused a small hole in the right ventricle, was confirmed via transesophageal echocardiogram (tee) and a bridge balloon was placed.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.